Event description:
The patient contacted animas on (B)(6) 2012 alleging that the patient wore the pump while swimming that day and then pump stopped working. The reporter stated that the pump had not lost power in over one year. The reporter stateed that the battery cap secured tightly to the pump; however the battery cap had never been replaced. The user's guide advises the owner to replace the battery cap every three to six months. The reporter denied evidence of moisture, damage to the pump, battery compartment or battery cap. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation of power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly. The pump was exercised for 24 hours with no power loss or rebooting. No damage was found to the battery cap or battery compartment. The pump was opened and no damage was observed in the power circuit. A review of the pump history revealed no issues. There was no defect found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.